Event description:
Device 1 of 2. Reference MFR report number: 1627487-2012-06113. The pt had four leads (three are from the same lot). It was reported two of the leads are superficial. It was also reported two of the leads cause a burning sensation when stimulation is activated. The pt is scheduled to undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.